Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw not tightening was confirmed in the laboratory. The connector block threads found medical adhesive in between the threads. The medical adhesive clogged the setscrew inset making it difficult to tighten.

Event description:
It was reported that the set screw would not disengage and it felt striped. The device was replaced.